Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the post-shock asystole. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Event description:
Patient received two appropriate shocks during vf. Post shock rhythm of the first treatment was af @ 100 bpm with pvcs and motion artifact. After the second treatment, the post shock rhythm was asystole. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. One additional shock was delivered. CPR/motion artifact contributed to the false detection. The response buttons were pressed after the event. The patient was admitted to the hospital and will receive an ICD.